Event description:
Device stopped functioning and was explanted. Sixteen months later the health care professional (hcp) requested manufacturer to look at the device. Additional information has been requested from the hcp.